Manufacturer narrative:
The provider evaluated the device and could not find anything wrong with the chair. The batteries were intact with no casing fractures or leakage. Provider evaluated.

Event description:
Consumer's son alleges battery acid leaking out of batteries and leaked onto consumer's arm. Chemical burn on seat (not battery acid) found by provider.